Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - incision enlargement & vitrectomy. Section h6- health effect - clinical code 4581 - no code available (incision enlargement). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that they had to switch out the intraocular lens (iol) on a patient, as the surgeon changed his mind after the lens was in the patient¿s right eye. The surgeon noted that there was rent/capsule tear in post capsule that enlarged after the iol was in the eye and he was doing irrigation/aspiration (I/a). It was indicated that there was no issue with the johnson & johnson lens and the patient had no pre-existing anatomy issue. There was an unplanned vitrectomy performed and the incision was enlarged. No suture required. The surgeon changed the explanted lens for a sulcus lens. The patient¿s outcome was good. The injector is not available for return as it was accidentally disposed of. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 20, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half and coated in viscoelastic residue. The lens was cleaned, and no issues that could cause or contribute to the complaint issue reported was observed. The complaint issue "removal and replacement", "unplanned vitrectomy", "incision enlarged" and "capsule tear" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Historical data analysis: a search of complaints related to the production order was performed and one additional complaint was found. These complaint issues reported are not related; therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.